Manufacturer narrative:
Preliminary manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician tried to pull the wire from the needle, and the wire was shredded and he had to pull the whole thing out, and insert a nitinol wire. Medical intervention is reported as unknown. Procedure was reported to be completed with this device. Multiple attempt have been made to obtain additional information.

Manufacturer narrative:
There was no product returned for this complaint. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was not completed as the unit was not returned to teleflex. Multiple attempts were made to receive more information and device return, nothing was received from the account. Based on the limited information received it is likely that the wire was withdrawn through the needle causing the damage to the wire. The mik IFU warns; "do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire."